Event description:
Complainant alleged that while attempting to defibrillate a fifty nine year old patient with ventricular fibrillation, the medic charged the device and the device delivered a shock before the medic was able to press the discharge button. The patient converted to pulseless electric activity. There was no adverse effect to th patient due to the reported problem.